Event description:
It was reported that the customer experienced issues with the sensor glucose and blood glucose readings being different. The customer stated that he received a sensor glucose reading of over 400 mg/dl when his actual blood glucose was 392 mg/dl. The customer also experienced high blood glucose. The customer's blood glucose at the time of the call was 494 mg/dl. Troubleshooting was done. The customer expressed no symptoms related to his high blood glucose. The customer treated himself by bolusing. The customer stated he did not experience leaks, air bubbles or bent cannulas. Advised customer to call back in order to complete troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.